Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the customer had low blood glucose level. The customer¿s blood glucose level at the time of incident was 42 mg/dl. The customer¿s current blood glucose level was 342 mg/dl. The customer had low blood glucose level because he had severe over dose. The customer was having low blood glucose level for five hours and during that time the blood glucose level was 40 mg/dl to 60 mg/dl. The insulin pump will not be returned for analysis.